Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the initial inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the severely calcified anatomy such that the balloon became damaged and subsequently ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a procedure to treat a superficial femoral artery. An armada 18 was inserted but ruptured at 10atm. Therefore, the device was removed and replaced with another armada 18. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.